Event description:
Material: 309605 batch#: 3152764. It was reported by the customer that they have cracked syringe. Verbatim: hello, what is the status of these complaints? If closed, please email me the report. Date company vendor reference # complaint # product product part # product lot # complaint/issue 10/25/2023 bd (B)(4) sterile syringe tray 10ml #309605 / expiry 5-31-2028 3152764 cracked syringe - 1 thank you, additional information received on 30-apr-2024. I can¿t find an original communication that I would have provided to bd for this complaint. Date opened and documented I noticed bd is 10/25/23. The attached pdf is a draft of the product complaint created to-date.

Manufacturer narrative:
Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 309605 batch#: 3152764.it was reported that the bd luer-lok syringe barrel cracked. The following information was provided by the initial reporter: "cracked syringe" verbatim: hello, what is the status of these complaints? If closed, please email me the report. Date company vendor reference # complaint # product part # product lot # complaint/issue (B)(6) 2023 bd (B)(4) sterile syringe tray 10ml #309605 / expiry (B)(6) 2028 3152764 cracked syringe - 1 thank you, additional information received on 30-apr-2024 I can¿t find an original communication that I would have provided to bd for this complaint. Date opened and documented I noticed bd is 10/25/23. The attached pdf is a draft of the product complaint created to-date.